Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer's blood glucose level was 172 mg/dl. Customer reported the device was not dropped, when asked if customer recalled any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The motor passed the motor test. A no delivery alarm could not be verified and the excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.